Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, evaluation notes, and results from the legal manufacturer investigation. The following sections were updated: d9, h2, h3 h4, h6 and h10. The device was returned for investigation. Upon evaluation of the device, a worn-out socket slider switch causing intermittent use of high intensity mode was noted. In addition, main power switch housing crack, noisy turret motor, front panel missing texting labels, tank holder bent, top cover , bottom chassis, and front chassis rust were observed. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause was unable to be identified however, the manufacturing history was checked and there was no abnormality or correction in manufacturing. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported evis exera iii xenon light source display a b30 communication error when the 190 series scope is connected. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that when a 190 series scope is connected to the clv-190, a b30 communication error occurs. The customer informed tac that when a second 190 series scope is connected to the clv-190 and cv-190, it works as normal. The customer did not have access to the first 190 scope that caused the error at the time of call. Tac advised the customer to clean the contacts of the scope with 70% ethyl or isopropyl alcohol with a lint-free cloth once received. Afterwards, tac advised the customer to shut off the cv-190 tower, connect the scope, power on the tower, and see if the b30 error still occurs. Tac concluded that if the b30 error still occurs, the 190 series scope possibly has fluid invasion and will need to be sent in to the national service center for evaluation and repair. The customer called back and mentioned that the first scope that caused the scope communication error was unable to be located. The customer mentioned that the b30 error code occurred on three scopes when connected to the clv-190 tower. The customer stated that the b30 error code displayed after connecting one scope. The customer followed tac¿s instructions by powering down the cv-190 and the clv-190 before connecting the scope and attempted connecting the scope with both units on. The customer mentioned that the b30 scope communication error code went away but then came back after the scope was connected for five minutes. In addition, the customer checked the maj-1933 digital light source cable and the maj-1941 light source cable for damage and proper connectivity and found no issues. Per customer request, tac transferred the call to the call to national service center to send the clv-190 in for evaluation. A follow up was made and the customer will not send in the device for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.